Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with broken belt clip rails. No damage on retainer ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by the medtronic indicated that the o ring was missing and had issue with retainer ring. Customer reported that they glued at the missing o ring. Customer reported that the reservoir was not able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.